Event description:
There were five stents implanted in the pt to treat four lesions. There were a total of five stents use in the pt. (Ref numbers mdr2953200-2008-00350 thru mdr2953200-2008-00354). There was one endeavor stent (2.5x18mm) in the mid rca, one endeavor stent (3.0x30mm) proximal left circumflex, one endeavor stent (4.0x12mm) in the proximal rca, and two endeavor stents were implanted (3.5x15mm and 3.0x24mm) in the 1st obtuse marginal vessel. There were no issues reported relating to the implant procedures. It was reported that the pt died approx. 35 days post stent implant. The investigator reported that it was a sudden death. It was reported that the death was not associated with a mi or stent thrombosis. An autopsy report is not available. The investigator reported that the death was not related to the study stent or study procedures. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Lack of info, no autopsy report.